Event description:
It was reported that during a breast biospy, several error codes were received (l4027, l3007, 4033). No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: the fault reported by the customer has been verified and repaired by replacing the interface board and the black cable. The service and repair activities included the following: unit cleaned and calibrated, functional test performed, electrical safety test acc. To iec 60601-1 completed, functional test acc. To test procedure completed, defective connecting cable replaced, defective interface board replaced, performed sb04-005 (vacuum pump muffler), the control module passed all qa functional testing.